Event description:
While pt was undergoing a pre-discharge eval in the ep lab, the device was found to have a low pacing lead impedance (145 ohms). The device was retested and again the pacing lead impedance was 145 ohms. The pocket was then opened and the leads tested with a pacing system analyzer and they were within normal range. The physician then tested the device and leads and again rec'd 145 ohms as the pacing lead impedance. The physician then hooked up another device and existing leads. A normal pacing lead impedance was rec'd. The v-180hv3 was explanted and replaced.